Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. No crack on display window noted. (B)(4).

Event description:
Customer reported via phone call that there was damage to their insulin pump. Blood glucose level at the time of call was 68 mg/dl. Customer indicated they had trouble reading the screen as it was cracked. The device will be returned for analysis.